Event description:
Facility paramedics arrived on scene of a person described as in cardiac arrest. Paramedics used the device to diagnose the pt to be in ventricular fibrillation. Reportedly, the device prompted the therapy cable, or combination therapy electrodes were not attached to the pt. And AED stored in the ambulance was retreived and connected to the pt. The AED rendered a no shock decision. The pt was not resuscitated. A medtronic emergency response system clinical review of the event record, retreived from device memory, concluded the reported device discrepancy did not cause or contribute to the pt outcome. This was based upon the observation the pt did not have a shockable rhythm.